Manufacturer narrative:
The sample was sent to customer product line support (cpls) for testing which confirmed the presence of a patient source heterophile interferent which is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated tsh results generated by the unicel dxi 800 access immunoassay system. Subsequent testing on 2 alternate methodologies produced lower results in a different clinical category. No reports of death, injury, or change to patient treatment have been reported in connection with this event.